Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that while using the single use electrosurgical knife. There was a detachment of the distal part of the scalpel. The reported malfunction occurred, during a therapeutic endoscopic submucosal dissection procedure. The procedure was completed with a similar device. There were no reports of patient harm.